Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
On (B)(6) 2012, a customer contacted (B)(4) regarding an unrelated alarm that appeared on the home choice (hc) during peritoneal dialysis (pd) therapy. The issue was resolved over the phone and there was no serious injury or need for medical intervention reported at the time of the initial report. On (B)(6) 2012, during a follow up call to the home patient (hp) by baxter (B)(4) regarding the reported alarm, the hp stated she has since then developed peritonitis. No further information could be obtained as the hp's phone died. On (B)(6) 2012, (B)(4) contacted the peritoneal dialysis registered nurse (pdn) regarding the peritonitis. Per the pdn, the hp had recently been transferred over and she is still waiting for the records and she cannot recall what type of peritonitis it was. The pdn reported the patient is currently on antibiotics (unspecified). No further information could be obtained at the time of the report. On (B)(6) 2012 additional information was obtained by baxter (B)(4) from the pdn. The hp was diagnosed with peritonitis on (B)(6) 2011 coincident with 2.5% dianeal (unspecified). The patient was not hospitalized for the event. In the pdn's opinion, the cause of the peritonitis was a break in aseptic technique (details not provided). The pdn stated that in her opinion the cause of the peritonitis was not related to a baxter pd product or solution. No further information was received at the time of this report.

Manufacturer narrative:
(B)(4). This complaint is a report of use error and is therefore confirmed. A root cause for the use error was not determined. A batch review was performed for potentially associated lot numbers gd890418 and gd889493 with no issues detected during the manufacturing process. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.